Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/24/2023, it was reported by a sales representative via email that the trephine reamer welded the post within it. It could not be taken apart, damaging the central post/screw trephine adapter as well. This was discovered when removing the central post after the base plate was removed during a revision rtsa procedure. Additional information received on 7/26/2023: there is no known information regarding the original procedure other than it was performed in daytona, florida. The patient complained of pain since the original procedure was performed. Because of this, the patient underwent revision surgery on (B)(6) 2023. Additional information received on 8/2/2023: during the revision surgery, the rtsa augmented baseplate, glenosphere and humeral stem, suturecup and insert were explanted. No further information is available.